Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring. Some bleeding was reported. The bleeding was controlled by blindly placing clips. The procedure was finished laparoscopically. There was no consequence to the pt.